Event description:
Meter is reading high and no strips are present. A review of the system was performed over the phone. The review indicated that a mechanical malfunction had occurred and the strips were not present as designed. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.